Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported via company representative (rep) on (B)(6) 2016 stating that they had fallen down approximately two weeks earlier. They had swelling at the pocket site and in their back where the lead incision was located. The coverage did not cover below their knees. The patient went to the emergency room (ER) after the fall, and had x-rays and a magnetic resonance imaging (MRI) conducted. There was no change in the lead and generator noted from the x-ray. The rep was going to meet the patient on (B)(6) for a stimulation evaluation. Additional information was received from the patient via rep on (B)(6) 2016 stating that they were getting all "belly" stimulation. They had fallen a few times, and one had sent them to the ER. Additional x-rays were going to be performed in the surgeon's office. The rep tried programming the patient, but they were not able to achieve proper coverage. The issue was not resolved at the time of report. The indication for use was spinal pain.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that they had seen the patient, they had x-rays performed that showed the leads were in good position. They tried to start from the beginning with programming with no change in results. The patient was still experiencing pain in their side. The doctor had decided to revise the battery placement and check the lead placement at the same time. The patient was being preauthorized for surgery. At the time of the report there was no known damage to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.